Manufacturer narrative:
D10: 142-32-93 - cocr fem head 32mm -3.5 offset 12/14: (B)(6). 160-71-13 - nv cemented plus ext size 13: (B)(6). Pc-13 - stem centralizer 13mm: (B)(6). Other non-exactech device - shell other non-exactech device - screw other non-exactech device - screw other non-exactech device - acetabular liner the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced a right closed minimally displaced periprosthetic distal femur fracture from a slip & fall injury. No medical intervention and no further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, c, e. The reason for the revision was likely due to a periprosthetic bone fracture. The cause of the bone fracture was most likely due to the reported slip and fall. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.